Event description:
The facility's biomed engineer reported an infusion pump with a 513 failure code that was found during biomed testing. The biomed stated that this failure did not occur during pt use, there was no report of pt injury or medical intervention, no medication was being infused and no tubing was being used when the failure occurred. No additional contact info was provided.